Manufacturer narrative:
Results: the returned lantern was ovalized at approximately 135.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed a distal ovalization. Based on the picture in the investigation reported that provided by the customer, the ovalization was not observed on the catheter distal tip. This indicated that the distal ovalization on the returned lantern was incidental to the complaint. During functional testing, the returned lantern was able to be advanced through a demonstration 5f select with resistance due to the distal ovalization. The non-penumbra guide catheter used in the procedure was not returned for evaluation; therefore, the root cause of the reported complaint was unable to be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the follow-up #1 3005168196-2019-02325 MFR report and are being corrected on this follow-up #2 3005168196-2019-02325 MFR report: 1. Section d. Box 10. Device available for evaluation? 2. Section h. Box 6. Conclusions code 1. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the pelvic arteriovenous fistula (pavf) using a lantern delivery microcatheter (lantern), non-penumbra guide catheter. During the procedure, the physician experienced resistance after advancing the lantern approximately a few centimeters into the guide catheter; therefore, the lantern was removed. The procedure was completed using a new lantern and the same guide catheter. There was no report of an adverse effect to the patient.